Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 02-jan-2015 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer was failed. A field service engineer found that auxiliary drawer 4 on the station had failed and was showing as not registering closed. Inspection of the back of the drawer revealed that the position sensor was not seated properly. The drawer was manually released, and the position sensor was correctly seated. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary drawer wount open when tried to recover. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.